Manufacturer narrative:
The device has not been returned to the manufacturer and no further investigation is possible at this time. Further information has been requested by the manufacturer. Based on limited information received the root cause cannot yet be determined at this time. As per mitroflow IFU contraindications "clinical experience described in the medical literature suggests that patients who are undergoing chronic haemodialysis, or with parathyroid disease, impaired calcium metabolism, or who are (B)(6) years of age or less may have an increased tendency toward calcification of valvular bioprostheses. This potential hazard and its implications should be carefully weighed by the surgeon when selecting an appropriate valve replacement for patients with one or more of the above factors". Not available for return.

Manufacturer narrative:
The additional information received do not change the investigation and root cause analysis previously provided. In addition, structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device.

Event description:
A (B)(6) year-old patient was implanted with a mitroflow lxa size 25 (sn (B)(4)) on (B)(6) 2012. The post operative period was ok and the patient was discharged on (B)(6) 2012. On (B)(6) 2016 the patient became symptomatic with severe chest pain and on the same day the patient was admitted to the hospital. The pre-operative echo ((B)(6) 2016) showed the presence of a dysfunctional biological valve prosthesis with significant deposits of fibro-calcific material which results in severe valve stenosis with a maximum gradient of 90-95mmhg and a mean gradient of 60mmhg. Mild to moderate valvular insufficiency is associated. On (B)(6) 2016 the mitroflow valve was explanted and a mechanical valve sorin bicarbon slimline 23 was implanted. The patient was discharged in good hemodynamical, metabolic and respiratory conditions on (B)(6) 2016.

Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa25, s/n (B)(4), were retrieved and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa25 mitroflow aortic pericardial heart valve at the time of manufacture and release. The manufacturer is in the process of determining if further information is available for this event, including device availability. (B)(6).

Event description:
The manufacturer was notified on 4 july 2017 of the following event: a (B)(6) patient was implanted with a mitroflow lxa size 25 (sn (B)(4)) on (B)(6) 2012. The post operative period was ok and the patient was discharged on (B)(6) 2012. On (B)(6) 2016 the patient became symptomatic with severe chest pain and on the same day the patient was admitted to the hospital. Echo study showed severe ar and high gradient. On (B)(6) 2016 the mitroflow valve was explanted and a mechanical valve sorin bicarbon slimline 23 was implanted.